Event description:
It was reported that the patient¿s pocket was thin, and the device was causing the patient discomfort. A submuscular pocket was created. There was no patient harm. The patient's vitals were stable throughout the procedure.